Event description:
It was reported the patient died. The cause of death was pending autopsy results. Although a drug overdose was suspected. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
Final device, lead, and extension analysis revealed no anomalies found - normal device, lead, and extension function.